Manufacturer narrative:
Additional information: g1 (second address). Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. The investigation showed that the pump primed and flowed within specification. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a prometra ii 20 ml pump that was explanted and replaced due to patient symptoms and "residual reservoir volume and expected volume are not jiving." Physician stated, "there is more medication in the reservoir when doing the refill than the expected." Per procedure notes received, about a week prior to explant, the patient, "developed acute increased pain, spasticity, and severe opioid withdrawal symptoms. [Patient] has had 2 trips to the emergency room, one resulting in a 2-day admission for withdrawal control. The patient received intermittent parenteral hydromorphone, which completely resolved [their] symptoms." Patient's symptoms returned once the effect of the injected opioid terminated. The patient reported, "something is wrong with my pump." Prior to explant, patient was using oral baclofen for supplementation along with oral percoset. Patient reportedly experienced symptom relief with both medications, but finds that the relief only lasts just under 4 hours at a time. The patient denies any new trauma or new pain distribution. A cap study was performed by the physician, which determined that the catheter was patent. Pump was subsequently explanted and replaced.